Event description:
It was reported that the right ventricular lead pace/sense portion and supraventricular coil (svc) portion of the leads had high impedance and an alert was triggered. A ventricular fibrillation (vf) induction test was performed with normal shocking and re-conversion. Due to the correct functioning during induction testing, the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 09:00:04. Programmer performance data file (B)(4) shows 1 - alert event for "svc defib lead impedance 170 ohms" on(B)(4) 2012 09:00:04.